Event description:
It was reported that during an emergent follow up due to patients discomfort while the device was in vvi mode. During this follow up eol appeared, which indicates battery depletion. This device was explanted and exchanged for a new device that same day. No adverse patient outcomes were reported. This device was received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared eol earlier than previously estimated.

Event description:
It was reported that during an emergent follow up due to patients discomfort while the device was in vvi mode. During this follow up eol appeared, which indicates battery depletion. This device was explanted and exchanged for a new device that same day. No adverse patient outcomes were reported. This device was received for analysis and is pending product investigation. An updated report will be provided once this investigation is complete.